Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too large'. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced the air gas module to resolve the issue. After replacement, the ventilator passed all functional, calibration, and safety tests and was cleared for clinical use. No device logs were provided. The replaced air gas module was returned for further investigation. The returned air gas module has been tested in a ventilator. It failed the pre-use check with internal leakage, pressure transducer and flow transducer tests. During ventilation, it alarmed for paw high, o2 concentration low and high. The air gas module has been disassembled to investigate further. It was noticed that one resistor was broken. Replacing this resistor didn't resolve the issue. Further investigation of the delta pressure sensor, ps1, on a printed circuit board (pcb) inside the gas module revealed a major offset drift, and the wheatstone bridge of this sensor showed imbalanced resistance, which explains the reported issue. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. A faulty gas module may lead to ventilation stoppage, low o2 levels, or high pressure. The conclusion is that the reported ventilator failed to meet its specifications during the reported event. It was confirmed that the replaced gas module caused the issue due to a defective pressure sensor on a pcb inside the gas module.

Event description:
Manufacturer's ref. #: (B)(4).